Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed analysis confirmed inner coil fracture near is-1 terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
It was reported that this right ventricular (rv) lead was explanted as the lead dislodged. After product investigation inner coil fracture near is-1 terminal end was confirmed no additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated if analysis is completed and further information is provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as the lead dislodged. No additional adverse patient effects were reported.